Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in the original sealed box and its voltage level was at beginning-of-life (bol). Product code was reloaded to recover the device from backup mode and to perform further evaluation. Backup mode was able to be reproduced in the lab multiple times. Device was cut opened for further inspection and to test the internal circuitry. Device image analysis indicated data corruptions occurred that left the device in a wrong state. After resetting the power, device regained normal operation and backup mode was no longer reproducible. Original device image was severely corrupted and no useful data was available to help explain the issue that reported from the field.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial device interrogation, while the device was still in the packaging, it was noted that the device was in backup mode. The device was not implanted and was replaced. The device never contacted the patient.